Event description:
Information was received via implant form that the patient's lead has been explanted and replaced. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site therefore the patient's explanted device has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced and the lead impedance was appearing abnormal. High impedance was noted on the implant form. Information was received that the battery was checked and was ok but was showing high impedance. There were no intraoperative complications. The battery was not checked prior to surgery as it had been depleted for a while. X-rays were taken of the neck and chest and there were no visualized lead fractures or displacement seen. The surgery op notes stated the battery pack was removed, the new generator was attached, and it was made sure that the pin was all the way inserted and then the screwdriver was used to secure the pin. No surgical intervention has been reported to date. No additional relevant information has been received to date.